Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of biopsy site was exacerbated by the lifevest equipment. The patient described the area as extensive wounds from lifevest irritating biopsy site causing wound. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended removing lifevest until area heals for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.